Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 22-dec-2025, it was reported by a sales representative via sems (B)(4) that an ar-3638dc curved knotless fibertak dispoable kit jammed. This was discovered during a procedure with no patient harm.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the returned device (if available), photographs, videos, event description, and any additional field input, arthrex has determined the most likely cause. The most likely cause is attributed to user-related factors, such as misuse/mishandling the device with excessive force.